Event description:
Bilateral saline filled mammary implant failure. Left implant leaked in 2005, right implant leaked in 2006. Severe pain in right breast due to implant buldging into breast tissue. Both implants were explanted in 2008. Dates of use: 1998 - 2008. Diagnosis or reason for use: prostetic.